Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the angulation wire was worn causing the up/down knob to be out of specification, the camera cover had a burn, the objective lens was discolored, there were scratches on the light guide cover glass, the scope cover unit, the scope connector, the protector of the universal cord, the universal cord, the image guide protector, the grip, the scope cover, the switch box, the up down control knob, the up/down lock lever, the right/left control knob, the right/left lock knob, the control unit, the adhesive on the protective coating of the bending portion of the device, and the connecting tube, the control unit was discolored, the water removal function was insufficient, the water supply volume was insufficient, the air supply volume was insufficient, the adhesive on the protective coating of the bending portion of the device was chipped, and the objective lens was dirty preventing a clear image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had reduced angulation. The device was returned for evaluation. During the device evaluation, foreign material was found in the nozzle which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.